Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient had an "incident" when the pump was implanted on (B)(6) 2018, stating she didn't know what happened. When she woke up from the pump implant she was in agony, she "felt like [she] was having a baby out of [her] foot." She specified it was the right foot. She was "screaming to the point where they had to admit" her. She noted that a neurologist was contacted who named the patient's condition but the patient couldn't remember the name of the condition but it was some kind of "nerve connection" and the patient was in the hospital for several days. The patient confirmed this was a historical event and the event had been resolved at the time. No further complications were reported.